Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4)

Event description:
It was reported that the customer was filling tubing while the insulin pump battery was low and he received a beep without an error message. The customer's blood glucose was 160 mg/dl. After removing the battery, the insulin pump began to respond as designed. The customer was encouraged to monitor the insulin pump closely for abnormal behavior. Nothing further reported.